Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone breast reconstruction with two 800cc mentor memorygel breast implants, suffered left breast pain, post-procedure. The patient had an MRI and it was found that the right breast implant was ruptured. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacements were: (right) 790cc mentor memorygel breast implant catalog: shpx790 lot: 7650643 sn: (B)(4) and (left) 790cc mentor memorygel breast implant catalog: shpx790 lot: 7726581 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complication on the right breast/implant has been reported under mrn: 1645337-2021-13218.